Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred across multiple cartridges while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level ranged from 110 to 120 mg/dl. Reportedly, the customer was able to load a new cartridge, clear the alarm, and resume insulin therapy.